Event description:
It was reported that the one-link of a one-link needle-free IV connector was involved in a disconnection incident. The reporter stated that the tubing of a non-baxter set ¿popped off¿ of the one-link. This occurred during administration of blood and resulted in an unknown amount of blood loss. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not received and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.